Event description:
It was reported that catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, nurd image occurred. Air was not fully removed during preparation because some of it mixed in even after flushing. The procedure was completed with another of same device. No patient complications were reported.